Event description:
It was reported that approximately six weeks post-implant of a bifurcated device, an infrarenal extension and two limb extensions (implanted on the right side), the patient presented to the ER (on (B)(6) 2014) with right leg pain. A CT scan revealed the right limb extension had shut down. The physician was unable to pass a guide wire through the device lumen at that time and opted to send the patient to a secondary hospital. A procedure was performed on (B)(6) 2014, where the secondary physician was able to get access and re-establish blood flow. The patient was reported to be doing well post-procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and imaging studies available for this review. Product use was incongruent with the IFU due to: the greater than 15% change in the aortic neck diameter and the greater than 2.3cm right iliac artery diameter. Cautionary product use conditions that might have contributed to this event included: the calcifications within the blood lumen of the right iliac and the tortuous right common to external iliac arteries. The patient's history included antiplatelet therapy prior to the initial procedure. Approximately one month post implant, the right limb occlusion of the bifurcated stent and the complication of the right common iliac artery occlusion were substantiated. Two subsequent events transpired: the first was a diagnostic angiogram; the patient was placed on a parental anticoagulation. A second substantiated, subsequent event of a right embolectomy, angioplasty and limb stent placement followed five days later. This procedure was substantiated by medical documentation only. The procedural outcome is unknown due to lack of information, but the patient was discharged home on post-operative day two, with continued antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is related to the patient's vessel anatomy and the incongruent use of the device with IFU.